Event description:
A customer contacted beckman coulter regarding a false low potassium (k) result generated by the synchron lx20pro instrument. The customer indicated that k result of 2.9 mmol/l was reported on a pt in the ER. The pt was admitted to the ICU and treated with k. The pt was redrawn later and tested for k; the result was 4.8mmol/l. The physician then questioned the initial k result. The customer recalibrated the instrument and re-tested the original sample for k. The repeated k result was "higher" than the initial k result reported. Effect to the pt is unk.

Manufacturer narrative:
The customer indicated that the instrument was calibrated in the morning and then qc was performed; the results were in the range. On the same day, in the afternoon, six months maintenance was performed to the instrument and k electrode tip was changed. Following the maintenance, the instrument was recalibrated and qc recovered within the lab's established range. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse removed and cleaned flow cell. The fse struck and pressurized the carbon bridge. The fse replaced all electrodes and all ratio pump rings. The fse recalibrated the instrument, ran mini precision and qc, the results were acceptable. After the low k result was realized, the lab reviewed all ise results for the day. Based on available info, 16 pt reports were amended for k (the samples that required correction were tested after the six months maintenance was performed). The lab is currently running qc every 4 hrs. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.